Event description:
It was reported that during a below the knee intervention, a guidewire separation occurred. The target lesion was located in the tibial artery. A 185cm journey guide wire was selected and advanced to treat the lesion. While the complaint device was being manipulated and torqued, it "snapped" in half inside the patient and a break in the mid shaft was noted. They then snared and pulled it out of the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. : the corewire was detached near the distal edge of the inconel connector, proximal from where the high torque sleeve (hts) meets the corewire. The corewire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. There was a kink in the corewire 6mm distally from the fracture site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).